Event description:
The facility reports the resident was in the sitting position on the lift while the caregiver was putting on resident's socks. The resident leaned forward, distributing weight forward. The lift tipped over, causing the resident to fall to the floor. No injuries to the patient were noted. The caregiver was struck in the shoulder by the lift and pinned against the floor, suffering a contusion to the shoulder.